Event description:
It was reported that the c-arm moves when not commanded. No injury reported. Additional information received from the customer noted that a 3rd party repaired the system and the toggle switch in the back of the system was replaced.